Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, a patient had an unknown procedure with the subject device. Post-operatively the patient was suspected of having bleeding and was returned to the operating room. It is unknown why the patient was suspected of having bleeding. The surgeon confirmed no active bleeding was occurring with the patient. There were no issues or challenging during the initial procedure with the subject device. A request for additional information is in progress.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure cannot be established. No malfunctions were reported. The instructions for use (IFU) details when using the devices energy function to coagulate tissue for a complete seal. On page 7 of the device IFU (pn0014103_ab), it states: "when the activation button is depressed, the generator emits a continuous tone to signal delivery of rf energy to the tissue or vessel between the device jaws. When the activation cycle is complete, a two-pulse seal cycle complete tone sounds and rf energy output ceases" olympus will continue to monitor the field performance of this device.